Event description:
It was reported that during a whipple procedure, the device did not form staples. Another like device was used with the same results. The case was completed by hand suturing. There was no consequence to the patient.